Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's spouse stated patient experienced pain at the ipg site. Reportedly, due to the pain and ineffective therapy the patient's ipg was explanted approximately 5 years ago. Ineffective therapy documented under related manufacturer reference number 1627487-2020-02373.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.